Event description:
Dr was doing a subachromial decompression procedure. He complained of extravasation. Also the pressure alarm continued to sound even when cannulas were wide open. Dr stated this is a high risk to the pt.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.